Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that within 8 hours of cannulation, medical staff noted the motor was particularly hot even for setting of running at high rpms. There was no excessive chugging or chatter. The pump appeared to have been seated correctly, bit was noted to have been louder than thought normal. It was at 5000 rpm and flow was at 3.9 lpm. The issue resolved after the motor was exchanged; it was noted that the console was exchanged concurrent with the motor exchange. The blood pump was not exchanged, and the noise level was deemed more acceptable and normal after the motor was exchanged; there was no concern with the particulate matter in the blood pump. The patient status was stable and unchanged. There were no adverse events noted.

Manufacturer narrative:
Section d4: expiration date was added erroneously, the device is a reusable medical device. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Sections h5 and h8: corrected for reusable medical device. Manufacturer's investigation conclusion: the centrimag console was returned for evaluation due to the reported events of the centrimag motor feeling warmer than expected, and a higher level of noise from the pump while the motor was in use. The returned centrimag console (serial number (B)(6)) was functionally tested and was found to perform as intended throughout all testing. Available information indicates that the issues resolved upon exchanging the centrimag motor (evaluated separately). The root causes of the reported events were not correlated to an issue with the console. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.